Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu/erbe) was analyzed, and failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. The iesu had no significant scratches or dents. The front bezel is not cracked. The iesu is in a good condition.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu involved with the complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, there was an error "c-34" whenever the customer tried to apply energy. Before calling intuitive surgical, inc. (Isi) technical support, the customer had already tried to solve the issue by rebooting the erbe generator and plugging it into a different socket without success. The customer stated that the issue happened at the end of the robotic part of procedure, and they did not need the system anymore. However, they would have three scheduled procedures for the following day and did not have an external force triad generator to use as backup. The system was not posting to the live system logs at the time of the call. The procedure was completed as planned with no reported patient injury.